Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. The reason of the call was caller stated that their recharger is already going out. Caller mentioned that they saw a message that has "m" and does not remember the whole message but it indicates that it needed attention. Caller also added that when they charge their implant it took a long time to charge up and to get it come on. Agent asked the caller to try plugging the recharger to the controller. Caller confirmed seeing 100% on the controller and 40% on the implant with recharging excellent. Caller also mentioned that the recharger gets really warm to the point that they cannot put it against their skin. The issue was not resolved. A request was sent to repair for recharger replacement.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n (B)(6), revealed. Analysis found"no device found message"and "got hot after running it at donut end" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.